Manufacturer narrative:
It was reported that the complaint device will not be returned; therefore a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. It was reported by the affiliate that per the local sales rep, the patient burn was due to operator error; suction was not connected properly. There was no reported device malfunction. The product code and lot number of the device are unknown, which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
The affiliate reported via email the patient was burned by using the coolpulse90- electrode. Response received 10-05-2017: according to our sales rep, it isn't an product complaint anymore. It was an operator error. Additional information received via email from the affiliate on 11-06-2017: according our sales rep: the suction wasn't opened so the view was really bad. Our sales rep explained the setup again. Our customer is satisfied.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI - not available since product details were not provided.

Event description:
The affiliate reported via email the patient was burned by using the coolpulse90- electrode.